Manufacturer narrative:
The patient stated the activ.a.c.¿ therapy system was "working perfectly fine" and declined to return the device; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system. The patient was on anticoagulant treatment, and thus, was prone to bleeding. The physician reported the patient possibly ruptured an artery due to coughing, and the nurse noted it is unknown if the activ.a.c.¿ therapy system caused the event and it may have potentially contributed to the bleeding event. The device passed quality control checks before placement and was not returned. Device labeling, available in print and online, states: contraindications: do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: ,suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, and patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On (B)(6) 2022, the following information was provided to kci by the wound care nurse: the activ.a.c.¿ therapy system was placed on hold allegedly due to bleeding. On (B)(6) 2022, the following information was provided to kci by the caller/wound care nurse: on (B)(6) 2022, the patient presented to wound care center due to bleeding from the wound and alleged the bleeding was possibly due to coughing hard. The v.a.c.® granufoam¿ dressing was allegedly saturated and clots were observed in the v.a.c.® tubing that was possibly causing a blockage. The physician subsequently cauterized the wound and alleged the patient possibly ruptured an artery due to coughing. On (B)(6) 2022, the following information was provided to kci by the wound care nurse: the nurse confirmed the patient is on anticoagulant therapy and stated it is unknown if activ.a.c.¿ therapy system caused the event and noted it may have potentially contributed to the bleeding event. On (B)(6) 2022, the following information was provided to kci by the caller/wound care nurse: the nurse observed blood clots attached to the v.a.c.® granufoam¿ dressing upon removal with a small amount of drainage in the activ.a.c.¿ canister, allegedly indicating the clotted blood was blocking the drainage from entering the canister and confirmed no alarm condition occurred. No additional information was provided. On 20-jan-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6)2022, the device was placed with the patient. The patient stated the activ.a.c.¿ therapy system was "working perfectly fine" and declined to return the device; therefore, a device evaluation could not be performed.